Manufacturer narrative:
It was reported that the device was not available for evaluation in error. The device was returned on 09 feb 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 5 for the same event. It was reported that during a trans labyrinth acoustic tumor surgical procedure, it was observed that the two motor devices and three attachment devices were heating up while in use together. The reporter did not specify a sequence of events. The reporter stated that the bearings on the attachment devices were ¿bad¿. As a result, there was a two minute delay to the surgical procedure. Identical spare devices were available and were used to successfully complete the surgical procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration due to worn and damaged bearings. Therefore, the reported condition was confirmed. It was determined that the device showed signed of corrosion indicative of damage caused by immersion during cleaning, which was a failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.